Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 05/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2017 with the following findings: during investigation, the black box showed unexplained pump reboots. The pump powered on with the returned battery cap. The battery cap was able to fully tighten. The battery cap measurements were within specification. The battery compartment was intact. There was no evidence of contamination inside the battery compartment. A 24 hour basal program was run with the returned battery cap. There was no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was evidence of moisture contamination inside the pump on the watchdog processor and other associated printed circuit board components. The original complaint was unable to be duplicated during investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.